Event description:
Error message read ¿patient occluded¿ and the patient was still receiving breaths, but the vent stopped correlating with the screen. Patient was suctioned then bagged with no resistance, and the vent was exchanged for another.